Event description:
It was reported "in the process of insertion, the balloon was deposited at the sheath, and after several attempts, it could not pass through, so change new catheter". Additional information states that the catheter was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in the original packaging tray. Upon return, one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 60.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The sheath in question was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 60.5cm from the distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 22cm from the luer end; the guidewire was able to advance through the central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon was deposited at the sheath, and after several at-tempts, it could not pass through" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "in the process of insertion, the balloon was deposited at the sheath, and after several attempts, it could not pass through, so change new catheter". Additional information states that the catheter was removed and replaced. The patient's current condition is reported as "fine".